Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 60-6085-201a, vcare 200a - medium, was being used during a laparoscopic total hysterectomy procedure on (B)(6) 2022 when it was reported, ¿during the procedure, the cable came off the rod and began to spin falsely. As soon as the non-compliance was detected, the product was replaced, without presenting risks to the patient, the surgery ended well." Further assessment questioning found that the procedure was completed, with a 30-minute delay and an unknown alternate device was used. The patient status was reported as ¿doing well¿. There was no report of medical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Received one 60-6085-201a in unoriginal package. Lot number was not verified. Performed a visual inspection, the handle within the handpiece was broken, causing the device to spin a 360 motion. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Apply gentle traction to the manipulator tube to check that vcare is secure and that the uterus is grasped. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 60-6085-201a, vcare 200a - medium, was being used during a laparoscopic total hysterectomy procedure on (B)(6) 2022 when it was reported, ¿during the procedure, the cable came off the rod and began to spin falsely. As soon as the non-compliance was detected, the product was replaced, without presenting risks to the patient, the surgery ended well." Further assessment questioning found that the procedure was completed, with a 30-minute delay and an unknown alternate device was used. The patient status was reported as ¿doing well¿. There was no report of medical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.